Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic sleeve gastrectomy, the surgeon used three(3) units of stapler from the same lot that was tried and tested to six(6) reloads with all the same default. It got blocked when pressing the handle and unable to fire. Handle with different lot number was finally worked and used to complete the case. There was no patient injury.